Event description:
False positive result (s). Here's the chronology: jun 29 apparent positive test using flowflex as well as an apparent negative, taken immediately afterwards with a roche test. Jun 30 another negative using a roche test. (I also took another flowflex test, from another box , again with a very slightly darker faint positive line, however unfortunately I failed to take a picture of that). Jul 1 two negative tests using a roche test and an ihealth test jul 1 took a sarasota county fl pcr test. Results came back on jul 2 jul 2 took another roche test - negative bottom line - two positive flowflex results, with 5 negative antigen results from other companies, and a negative pcr test all within 4 days. I remain totally asymptomatic.

Manufacturer narrative:
Final product manufacture and qc record for cov2010008 and cov2010009 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr. The test results of retained cov2010008 and cov2010009 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified